Event description:
It was reported that patient was having an increase in seizures. As a result, physician increased vns settings to rapid cycling in (B)(6) 2018. No additional relevant information has been received to date.

Event description:
Additional information was received that the seizures patient was experiencing were below pre-vns levels and not related to vns. The seizures are possibly related to medication noncompliance. The patient device was replaced due to battery depletion. Explanted product has not been received to date.